Manufacturer narrative:
Additional information: g4, h2, h6. The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During ablation of the right ventricular outflow tract, an effusion was noted. Ablation was being performed in the right ventricular outflow tract septal area, but the catheter kept moving out of the outflow tract into the right ventricle and had to be repositioned. No steam pops or impedance issues were noted, but hypotension was observed and an effusion was confirmed via intracardiac echo. A pericardiocentesis was performed, and the patient went to surgery for repair of a tear in the right ventricular outflow tract and is recovering.